Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. No button error alarm noted during testing.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 17.2 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.